Event description:
The facility reported an infusion pump with a failure code 810:04 which occurred during biomed testing. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was requested for evaluation but has not been received.